Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an app crash alert occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of an app crash alert. The probable cause was caused by smart device platform/os. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.